Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and appears to be related to the use of the device. The product returned for evaluation was one 4 fr powerpicc catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the 32 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 's' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ the catheter material was visibly lighter in color at the fracture site an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reby2524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon removal of the PICC line, after treatment was completed, the end of the catheter was noted to be frayed horizontally at the 32cm mark.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby2524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon removal of the PICC line, after treatment was completed, the end of the catheter was noted to be frayed horizontally at the 32cm mark.